Event description:
Dr (B)(6) says all of his assistants have broke out in a hand rash that used these gloves, they are four different lot numbers. FDA safety report ID # (B)(4).

Event description:
Additional information received from reporter on 12/6/2022 for report mw5107277. Reference mw5107277: this is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with where possible. Dr (B)(6) says all of his assistants have broke out in a hand rash that used these gloves, they are four different lot numbers. Probable cause (determined following investigation) is another irritant present in the office environment. The complaint gloves were tested for residual powder and ph according to applicable standards by an independent third party laboratory, the results indicated the sampled product is not an irritating or sensitizing agent. Probable cause is another irritant present in the office environment. Lot numbers returned for evaluation: 082021-5348-1518, 042021-2891-2068, 082021-5348-1533, 042021-2891-2051.

Event description:
Dr (B)(6) says all of his assistants have broke out in a hand rash that used these gloves, they are four different lot numbers. FDA safety report ID # (B)(4).

Event description:
Additional information received on 26-jun-2024, for mw5107277. Correcting procode information. Reference reports: mw5156676, mw5156677.

Event description:
Dr (B)(6) says all of his assistants have broke out in a hand rash that used these gloves, they are four different lot numbers. FDA safety report ID # (B)(4).